Manufacturer narrative:
The product was returned or identified. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The reported issue is not clear. Requests for clarification and specific lens information have gone unanswered by the reporter. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned or identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the sample has not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number traceable to the manufacturing documentation. The root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a 'mechanical complication of the cornea through the intraocular lens (iol)' during an iol implant procedure. There is no reported patient impact. Additional information was requested.